Event description:
Service was performed for the volumetric delivery test and it was reported that the device delivered below the acceptance range of +/-5% of set volume to be delivered. The device was not being used on a pt at the time.